Event description:
Updated summary: the event involved product(s) mmt-1884, mmt-332a, and mmt-381a. Mmt-1884 was requested, and the customer response was the device will be returned. No product return was required for mmt-332a, mmt-381a.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 (updated the summary) and d10 (updated the concomitant products) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and accidentally placed the battery inside the reservoir compartment. The customer reported blood glucose value of 49 mg/dl at the time of event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer was not using the insulin pump system within 48hrs of reported event also stated that, customer did not stop using the insulin pump system due to pump/product issue. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. Mmt-1884 was requested, and the customer response was the device will be returned.